Event description:
Ous MDR - noise was seen on this rv lead, as well as a rise in the pacing threshold over the last year. This lead will not be extracted or replaced. Instead, the physician decided to implant a new s-ICD (boston scientific) system instead. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.